Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the day following the implant procedure, the right atrial (ra) lead exhibited suspected lead dislodgement. It was noted by fluoroscopy the ra lead did not have a "j-curve shape but had straight shape." The device was reprogrammed to vvi and it was added by the physician there may have been "small slack" on the ra lead and lead revision was considered. The next day, it was then noted the ra lead pacing threshold was in stable condition, however, the rv lead pacing threshold was high and the sensing value was also delayed. It was observed via fluoroscopy there was small slack but the tip of both the ra and rv did not move compared with the condition right after the operation. The ra lead was caught on the right atrial appendage, and it would not keep straight shape in the atrium. Due to the patient's condition, the device was reprogrammed to ddd and the lead revision was cancelled. A few days later, a device check indicated there was capture and the physician decided to monitor the patient for changes in ventricular pacing due to the patient's condition. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.